Event description:
During a coronary stent procedure, the stent dislodged and was retrieved with a snare. The vessel being treated was lcx with a lesion reflecting 85% stenosis. No pt injuries or complications were reported.